Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with the pacemaker at the elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced. The patient did not experience any adverse consequences.

Event description:
New information received on (B)(6) 2018, indicates that the right ventricular lead and the right atrial lead exhibited low impedance. During the explant procedure, the leads were attached to the new pacemaker and exhibited normal impedances. The leads were used along with the new pacemaker.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.